Manufacturer narrative:
Section device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus could not be confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The account communicated that the patient underwent a CT scan which revealed focal thrombus in the most distal aspect of the outflow graft. The thrombus was noted to not be a pannus. The patient also had moderate to severe aortic insufficiency as well. Due to the patient¿s cardiogenic shock, she was brought the operating room for emergent pump exchange. Additional information was requested, but not provided. (B)(4) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were returned detached from the outlet elbow. Additional distal segments of the outflow graft and bend relief were also returned. The bend relief collar was not returned. The outflow graft was severed approximately 3¿, 4¿, and 5¿ from the attachment hardware. The two 1¿ distal segments were cut open lengthwise. The cuts to the outflow graft were straight and clean suggesting that they were not present during support. Additionally, the middle segment of the outflow graft was sutured shut on its distal end. Examination of the lumen of the outflow graft revealed some fixed blood in the proximal segment of the outflow graft adjacent to the graft attachment, but otherwise no developed or adhered depositions or thrombus formations were observed. Although an outflow graft thrombus was suspected by the account, the thrombus could not be confirmed during this evaluation due to the condition that the graft was returned in. Evaluation of the sealed inflow conduit revealed no evidence of laminated or denatured thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 and underwent a CT scan of the chest that revealed a focal thrombus in the most distal aspect of the lvad outflow graft. This was noted to be not a pannus. The patient¿s lvad was previously interrogated and it was reported that the patient had moderate to severe aortic insufficiency and cardiogenic shock. The patient underwent an emergent pump exchange. No additional information was provided.